Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the white foreign material in the auxiliary jet tube and corroded distal lens cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white colored foreign material in the auxiliary jet. In addition, the distal end light guide lens is corroded. There was no patient involvement.